Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor problem on the insulin pump. The customer's blood glucose level was 236 mg/dl. The customer was advised to remove and change out sensor. The customer was to return damaged sensor and we will sent replacement. No further assistance needed.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to low readings. The cannula was also found bent. It could not be confirmed if the customer received the sensor in said condition due to the sensors being returned opened and used.